Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "inflammation" (inflammation). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A theatre mgr reported pts experiencing postoperative inflammation (number of pts not specified) four to six weeks following uncomplicated phacoemulsification surgeries. One of the pts returned with a suspected infection endophthalmitis, but cultures performed showed no growth. Pts had red eyes with swelling and some discomfort, but no pain. Pts were treated with medications and the events resolved. The surgeries were performed from the middle of (B) (6) to the end of (B) (6). There were 6 other surgeons operating at this facility. One surgeon had many cases and was the only one using the MFR's sutures. Another surgeon had a similar case after implantation of an iol (intraocular lens). The facility canceled six weeks of surgeries due to this issue. They are investigating the possible cause of the inflammation. No further info is expected. There are three medical device reports associated with this event. This is one of three and is for the pt that experienced postoperative inflammation after iol implantation. The other two medical device reports were filed under MFR report #s 2523835-2010-00031 and 2523835-2010-00032.